Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-70, (B)(4), description: linear lead, 70 cm with pre-loaded 0.012 inch stylet. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's leads were explanted as they were causing discomfort at the anchor site. The patient was reportedly doing well following the procedure.